Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array due to excessive mechanical stress, which was likely caused during implantation surgery and seems compatible with the measurements performed whilst implanted. Other damages found during investigation are attributable to the removal surgery. Review of DHR records and final measurement in storage did not show any abnormalities. This is a final report.

Event description:
Channels affected by high impedance were seen during implantation surgery and also the days afterwards. Reportedly the insertion was normal. There was no visible damage on the device before implantation and the device had not been apparently mishandled. A normal level of resistance was met and no reinsertion attempt was needed. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Channels affected by high impedance were seen during implantation surgery and also the days afterwards.